Event description:
The customer reported that erroneous low sodium (na) results were generated from an olympus au400 clinical chemistry analyzer for multiple patients across two days. This report represents the erroneous low na result, below the normal reference range of the chemistry, generated on (B)(6) 2012 for one patient. The initial erroneous na result was reported outside the laboratory however, there were no reports of death, serious injury or modification to patient treatment associated with this event. A repeat na result generated from a reference laboratory was higher, within the laboratory's normal reference range for the chemistry, and regarded as valid. The customer indicated this was an ongoing issue for approximately a month. The customer alleged that six to seven patient results a day were questioned by physicians. The customer indicated that there were no reports of death, serious injury or modification to patient treatment associated with these results either. No actual data was provided to substantiate this position. Beckman coulter inc. Assessment of customer supplied instrument/chemistry performance data indicated ion-selective electrode quality control (qc) and calibration results were within specifications during the timeframe of this event. No sample collection/handling information was provided by the customer.

Manufacturer narrative:
Service was dispatched to the site for this event. The field service engineer (fse) replaced and adjusted the routing of tubing from the flow cell, corrected nozzle direction and replaced the sample probe. The fse calibrated and ran quality control which both generated acceptable results. On a subsequent date, the fse found the instrument to be operational. The fse replaced a mix bar. The instrument ion-selective electrode system malfunctioned, however, a definite cause for the failure was not defined. Associated mdrs: 2050012-2012-01625, 2050012-2012-01640.